Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-14711. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by ultrasound. This relates to the right side. Device has been explanted.